Event description:
It was reported that the pump time was incorrect, case was not atributed to an issue with the pump. The customer's blood glucose (bg) level was "low", although a specific value was not given. The customer consumed carbohydrates to address bg. Reportedly, the customer continued to use the pump for insulin therapy.